Event description:
One of the IV tubing tips broken off. Both of the clear micro claves were still in place and secure on the end of the long term central venous catheter (ltcvc). The white lumen of the ltcvc had a rice size tear at the distal end of the central line with a small amount of blood leaking out of the tear. The red lumen of the ltcvc was undamaged. The central line did not appear to be pulled out.